Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code 41541. The error code was found in the error log during visual inspection. The issue was discovered during preventative maintenance and there was no patient involvement.

Manufacturer narrative:
One infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Review of the pump event history log found system fault 41541. Device underwent functional testing; unable to confirm the reported customer complaint.